Event description:
Patient had an oral gastric tube in place. It was noted after the patient's abdomen became distended that the tubing was connected to a high flow oxygen meter instead of a suction canister. The issue resolved when tubing was connected to the suction canister. Upon review, due to the design of the suction tubing there is potential for incorrect connection to occur to oxygen flow meter.